Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument fell off inside the patient. The mcs tip cover accessory was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.